Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received; the doppler ultrasound showed no kinking, twisting, component separation, migration, fracture, or occlusion observed in the thoracic stent graft or branch stent graft. Film evaluation summary; the exact cause of the reported left arm numbness and tingling could not be determined from the films provided. Films prior to implant were not available and earlier post-implant films were not provided for comparison. CT¿s returned from 5 years post-implant revealed that the patient had been implanted with a valiant mona lsa stent graft system. The proximal valiant was positioned just caudal to the lcca, and approximately 1cm distal to the lcca the branch stent graft (bsg) was seen positioned from just inside the valiant and extending ~3cm into the lsa. The lsa and bsg were patent. The proximal valiant and an overlapping distally placed valiant were seen extending across the arch and into the descending thoracic, and the maximum taa was 38 ¿ 40mm in diameter with no sign of any endoleak. The stent grafts were patent, and no stent graft kinks or compression was observed. Analysis of the returned films did not reveal any stent graft of anatomical characteristics that could explain the reported events. The returned films showed show good patency in the bsg, and adequate perfusion of lsa distal to bsg. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: lsbw1414w40tbc, serial/lot #: (B)(4), ubd: 01-feb-2014, UDI#: (B)(4). Product ID: vamf3232c100tu, serial/lot #: (B)(4), ubd: 05-dec-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in the patient for the endovascular treatment of a 42mm saccular thoracic aneurysm. It was reported on patient follow up 5 years later that the patient presented with left arm numbness/tingling and a doppler ultrasound was completed. The cause of the event is undetermined. No additional clinical sequelae were reported and the patient will be monitored. Medical history: back pain, hypertension, pleural effusions, arrhythmia, vhd, hypothyroidism, osteopenia, pud surgical history: sternotomy, partial thyroidectomy.